Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 40mmol/dl. Troubleshooting was performed. It was stated that the insulin pump was not functioning and the customer requested the device be replaced. It was mentioned that the customer received a failed battery test alarm and had inserted a new battery, but the alarm continued. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.